Event description:
The hcp reported that the pt had missed a refill appointment as she was hospitalized with pneumonia. The pt is currently experiencing withdrawal symptoms. The pt is experiencing withdrawal symptoms similar to flu-like symptoms and some confusion. The patient recovered without sequela.